Event description:
It was reported by the aci vascular closure specialist that a patient underwent a catheterization procedure on (B)(6) 2012. Following the procedure, the physician selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that while the physician was removing the balloon catheter, with the balloon being fully deflated, the entire sealant came out with the device. The physician removed the device and converted the patient to manual compression, until a femostop could be applied. "Total minutes of pressure held are unknown." Hemostasis was achieved. The patient was ambulated and discharged the same day ((B)(6) 2012) with no reported clinical sequela.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.